Event description:
Surveillance study. Same case as MFR report#: 2134265-2009-03053. Same case as MFR report#: 2134265-2009-03055. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the pt presented with in stent restenosis. The index procedure placed a non bsc stent in the mid and distal right coronary artery (rca). Sixty three days later, in stent restenosis was confirmed from the proximal to the distal rca of the non bsc stent. Reintervention treated the 75% restenosed 3.0x10mm lesion located in the proximal rca. Treatment consisted of pre dilation with an unspecified 3.0x15mm balloon inflated to 18 atm's and the placement of a 3.5x16mm taxus express2 stent deployed at 18 atm's. Post dilation was performed with the pre dilation balloon at 18 atm's resulting in 0% residual stenosis and timi 3 flow. Treatment for the mid and distal rca treated the 100% stenosed 3.0x55mm lesion with pre dilation using (3) 3.0x15mm unspecified balloons at 14 atm's and placed a 3.0x28mm taxus express2 in the mid rca at 18 atm's and a 3.0x32mm taxus express2 in the distal rca at 14 atm's. Post dilation was performed with the pre dilation balloon at 18 atm's resulting in 0% residual stenosis and timi 3 flow. A 7000u of heparin was administered. Approximately 163 days following the index procedure, the pt presented with angina pectoris and st segment change was confirmed, and the pt was taken to the hosp. On day 169, ischemia was noticed and an emergency angiogram revealed a 3.0x10mm 90% restenosed lesion located in the distal rca. Reintervention used a cutting balloon resulting in 0% residual stenosis. The pt had diabetic kidney disease and took hemo dialysis treatment. The pt was discharged two days later. A 7000u of heparin was administered. No angina was confirmed on day 245.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.